Event description:
The practitioner dr (B)(6) called the consultation dept at synergeyes, inc. With regards to reporting a corneal ulcer on pt c, h left eye. Below is a copy of my notes from the consultation log: "pt has worn previous lenses for two years. Reported with corneal ulcer on os. Dr thinks it may be related to lenses being old. Dr also reports staining at junction are on od. Pt out of lenses for a couple of weeks now and ready to be refit. Dr says new ks are probably more reliable than any previous readings. Making a small adjustment to od and re-trying a design on os."

Manufacturer narrative:
No lens returned to synergeyes, inc. Dr believes the root cause to be the age of the lens (used beyond normal replacement modality of 6 months) and the build up of protein on the lens and the lens tightening to be the root cause. User error probably was the root cause for this case of corneal ulcer. The instructions for use states how to properly clean and use the lens for proper wear.